Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have thermal damage on the molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, broken piece at the tip of the force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the tip was broken and found during setup. The instrument did not collide with any other tools and was inspected before use. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.